Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2020-48693 and 1627487-2020-48694. It was reported that the patient was experiencing uncomfortable stimulation. As result, the patient¿s leads were explanted and new leads implanted.